Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and vomiting.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hyperglycemic event on (B)(6) 2016. The patient had high blood sugar that was not caught because the receiver did not beep. The patient was vomiting at school and was sent home. While at home, the patient's mother noticed that his blood sugar was high, so she gave him bolus insulin. The patient continued to vomit and patient's mother took him to the hospital. Patient was given medication for the vomiting and fluids. The patient stayed overnight and they found that the patient's insulin pump had a bent cannula. Additionally, the patient's mother tested the receiver's audio function and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.